Event description:
Vessel was incredibly calcified from iliac down past popliteal, difficult to get thru.. Used pioneer to get past old wall stent 8 x 30... Finally balloned sfa several times... Asked for 2 8 x 150 proteges to finish case... 1st protege was very difficult to deploy/unsheathe... Finally unsheathed stent appeared to be "stretched" as stated by physician... Need to tack up part of it with absolute 8 x 30. Followed distal portion w/ cordis smart 8 x 120.